Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility hemodialysis (hd) clinic nurse reported a fresenius optiflux 180nre dialyzer that leaked during a patient treatment. The hemodialysis machine sounded the blood leak alarm when the patient¿s blood reached the dialyzer. It was confirmed that the patient¿s blood was not returned. There was no report of patient injury, adverse event, or medical intervention as a result of the event. Due diligence attempts were exhausted, but additional information was not provided. If additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.